Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that the patient had a replacement surgery due to an unspecified reason with his inflatable penile prosthesis (ipp). The ipp was explanted and a new device consisting of a 18cmx12mm cylinders, pump and reservoir were implanted. Should additional information be received, or product be returned, a supplemental report will be filed for the addition information and upon completion of product analysis.